Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer reported that they forgot to input the correct bolus settings in their replacement pump. Customer has been running high for 3 days, their blood glucose (bg) levels were 463 mg/dl. Customer took a blouses via the pump and manual injections to address high bgs.

Manufacturer narrative:
(B)(4). T:slim user guide: if you receive a warranty replacement system from tandem diabetes care, ensure that your personal settings are programmed before using the pump.